Event description:
Literature was reviewed regarding factors influencing quality-of-life improvement following transcatheter aortic valve implantation. The study population included 116 patients who were predominantly male with a mean age of 76 years old. Multiple manufacturers¿ devices were implanted in the study population; 31 patients were implanted with a medtronic evolut r bioprosthetic valve. Among all patients, clinical observations most likely associated with the prosthetic valve included: high transvalvular gradients, severe aortic regurgitation, moderate paravalvular leak, and arrhythmia requiring permanent pacemaker implant. Other clinical observations that may have occurred during use of the delivery catheter system (dcs) included: access-site puncture-related vascular complication. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: radulescu et al. Factors influencing quality-of-life improvement following transcatheter aortic valve implantation: insights from a prospective study with mixed-effects analysis. J cardiovasc med. 2025 aug 1;26(8):434-443. Doi: 10.2459/jcm.0000000000001760. Epub 2025 jun 27. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.